Event description:
It was reported that a 23mm 11500a aortic valve was explanted at implant due to aortic dissection- further tearing of the aortic root. The final valve implanted was another 23mm 11500a. Per field clinical specialist, the patient underwent a tavr procedure, a non-edwards aortic valve (evolute fx) was partially deployed and while trying to recapture the valve, the patient's aorta dissected leading to emergent open-heart surgery. Intraoperatively, a 23mm 11500a valve was explanted at implant and replaced with a 23mm 11060a aortic valved conduit. The 11060a valved conduit was also explanted at implant and replaced with another 23mm 11500a valve. Per medical records, the patient underwent tavr procedure, while attempting to recapture a 29mm non-edwards evolut fx, aortogram revealed evidence of iatrogenic acute type a aortic dissection. The patient was emergently placed on bypass for open heart surgery. The transcatheter valve was removed, while seating the initial 23mm 11500 valve there was further tearing of the aortic root. The surgeon decided to proceed with aortic root replacement (bentall), the valve was removed and another 23mm 11500 valve within 26mm valsalva graft/conduit was implanted. Repair of ascending and hemiarch was performed with a 26mm hemashield graft. The patient tolerated the procedure well and was transferred to the ICU in stable but critical condition, and was discharged on pod #11. There was no mention of the konect avc graft in the records.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. H11: corrected data: h6 (type of investigation, investigation findings, investigation conclusions). The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient-related factors, including anatomical issues. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.